Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the flexible ball hexagonal blue handle broke when the surgeon was tightening the connecting screw into the nail. The fibulink extended cap would not self retain on the tensioning cap. No fragments generated. There was an unknown length of surgical delay. Procedure was successfully completed. No patient consequence. This report is for one (1) scrdriver-hex 5 flex cann. This is report 2 of 2 for (B)(4).